Manufacturer narrative:
Additional information was received that there was no loss of mechanical ventilation. There was a display failure during use; unit continued to ventilate and alarms remain functional. Display failure at boot up prevents use of the device and will be noted during preuse testing as contained in the user manual. The initial complaint was not a reportable malfunction. H3 other text : additional information was received that there was no loss of mechanical ventilation. There was a display failure during use; unit continued to ventilate and alarms remain functional. Display failure at boot up prevents use of the device and will be noted during preuse testing as contained in the user manual. The initial complaint was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cable between the cpu and the display was cleaned to resolve the issue.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.